Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the two bottom two ports of the box were not communicating with the instrument cable. The box was replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), ubd: 31-oct-2014, UDI#: (B)(4). The power cable was returned for product analysis. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during servicing, the manufacturer representative tried to connect the electromagnetic localization box when he found that the ports on the bottom were damaged. There was no patient involved when this issue was discovered. It was also reported that the system displayed a communication error when replacing the electromagnetic localization box. 8 was listed on the back of the box. The electromagnetic (em) interface testing displayed normal power supplies but drive/noise was listed as blank. The manufacturer representative swapped to the old electromagnetic localization box and the communication error was resolved and the em interface drive noise was listed as okay, and power supplies were listed as okay. The replacement electromagnetic localization box was indicated to be bad at install. The manufacturer representative then indicated that after keeping the new electromagnetic localization box plugged in, the issue was resolved and the communication issue went away, and drive/noise changed to okay. The manufacturer representative kept the system powered on and monitored communication after rebooting and power cycling. Later that day, the non-communication recurred. The manufacturer representative moved the connection to a new usb port on the computer, and the new electromagnetic localization box was able to establish connection. The manufacturer representative swapped back to the original electromagnetic localization box and connection was also established. However, the connection issues recurred with both electromagnetic localization boxes after a reboot. It was suspected that a computer malfunction was making the connection unreliable. The system was still having issues with connection after replacing the computer and electromagnetic localization box. It was suspected that the cause of the issue was the power cable. The power cable was replaced and the issue was resolved.